Event description:
Patient had star sliding core mobile bearing revised.

Manufacturer narrative:
Patient had star sliding core mobile bearing exchanged after 10.5 years of implantation. Company report form states sliding core was fractured. Review of device history record shows no anomalies.